Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported unintended movement of the delivery catheter (dc) shaft positioning appears to be related to procedural condition. The reported pericardial appears to be due to the unintended movement of dc shaft positioning. Pericardial effusion is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the patient was in very poor health prior to the procedure. Two xtw clips were deployed on the mitral valve. To further reduce mr, a third xtw was inserted and was deployed on the medial side of the valve. It was noted that due to the position of the clip, a lot of tension was put on the clip delivery system (cds). Due to the tension, after the clip was deployed, the shaft jumped away from the clip. It was unknown if the shaft came in contact with the atrial wall. The patient was monitored after the procedure, and no issues were observed. Mr was reduced to a grade of 2. The following day, echocardiography was performed and showed a pericardial effusion had occurred. It was suspected the jumping of the shaft caused the pericardial effusion. For treatment, pericardiocentesis was performed. No additional information was provided.